Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for pre-dilation. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for pre-dilation. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed kinks at 31.7cm and 36.2cm from the hub. Microscopic examination revealed a longitudinal tear 17mm from the tip and approximately 5mm long. The tip is damaged and the balloon is loosely folded. There is blood present in the balloon and inflation lumen. The device was inflated over rated burst pressure (rbp). Inspection of the remainder of the device presented no other damage or irregularities.